Event description:
During installation, it was reported that motor was moving with a jerking motion. There were no adverse consequences to the patient reported as a result of this event. Note: the date of the event was not reported.

Manufacturer narrative:
Evaluation in progress, but not concluded.